Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 17559891/18915127.

Event description:
It was reported that the patient developed an infection. The patients incision was not healing properly and was having yellow drainage from the area of dehiscence at the ipg site. The patient underwent a spinal cord stimulator (scs) system explant procedure. The patient was given antibiotics during the procedure. The patient was doing well postoperatively. The explanted devices were not returned as the hospital kept them.